Event description:
It was reported that patient had initial primary hip done (B)(6) 2018. Patient has multiple sclerosis. Patient had an unusual feeling in hip approximately 9 months ago, and from my understanding, didn't pursue treatment until just recently and continued to walk and live with uncomfortable hip. Patient never dislocated. During surgery today, liner disassociation was confirmed. It was unsure what caused liner disassociation. There were no proud screws. Liner had uneven wear and multiple ard's were gone. Head and liner were explanted, and replaced with a 50x+4 10 degree liner and a revision 32x +5 ceramic ts head. The explanted head and liner were not available to return. Doi: (B)(6)2018. Dor: (B)(6) 2023. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received. A. Please provide the product code and lot number of unknown hip acetabular cup. There were no issues with acetabular cup. Cup remained in patient. Code and lot number unknown. B. Was the unknown hip acetabular cup available for return? Yes or no?: no, acetabular cup remained in patient. Only liner and head were removed and are unavailable to return. C. Was/were there any adverse consequence/s that affected the patient because of the reported event?: lived with liner disassociation discomfort for 9 months prior to seeking treatment. D. Please provide the allegation against the head. No allegation against head. Head was necessary to remove in revision surgery to access the acetabular components.